Event description:
The consumer states the seat has cracked again for the 2nd time. The consumer purchased the first commode about 6 months ago. After only 3 months, the seat cracked and the dealer replaced the complete commode instead of replacing just the seat. Now, after only 3 months, the seat has cracked again. The consumer's weight is right at the maximum of (B)(6).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.